Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 387 mg/dl back to back with a result of 126 mg/dl when testing was performed within 10 minutes on the voicemate advantage system. Reporter stated that at a different time another comparative test of 434 mg/dl was performed back to back with a result of 181 mg/dl within 10 minutes on the same system. Reporter stated that at a different time still another comparative test of 250 mg/dl was performed back to back with a result of 1123 mg/dl within 10 minutes on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.